Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increased threshold measurement of 2.5 volts while the pacemaker's output was programmed to 5.5 volts. When the pacemaker dependent patient was in the emergency room a four second pause was observed on the telemetry monitor. Review of the presenting electrogram (egm) found ventricular oversensing. It was noted that even with a 10 mv sensitivity, there were still sensed ventricular events. The pause on the monitor was associated with an atrial sense ventricular sense rhythm. All impedance measurements were within normal limits. The field representative reprogrammed the device to pace in the atrium and ventricle and not sense in either chamber as per the physician's request. The rv output was also reprogrammed to 7.5 volts. It was noted the pacemaker's battery had decreased from one year remaining to eight months remaining. Boston scientific technical services (ts) discussed that the high outputs will have a higher drain on the pacemaker's battery. Boston scientific technical services (ts) discussed it appeared the pause was related to oversensing, however the hospital still had a concern over possible loss of capture (loc). The field representative was informed later that the pacemaker was explanted and the rv lead was surgically abandoned and replaced with another manufacturer's device and lead. No additional adverse patient effects were reported.